Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited non-sensing along with non-capture. The patient is in complete heart block and has an intrinsic rate at 30 beats per minute. The patient was reported to be stable. The system also has low out of range pacing impedances, measuring less than 200 ohms. The outputs were programmed to 6 volts in the unipolar configuration. No adverse patient effects were reported. This product remains in-service.

Event description:
Additional information indicates that this device reached battery capacity depleted a few months later due to the high programmed outputs of 6 volts at 2 milliseconds. The patient is in sepsis and is currently hospitalized. Boston scientific technical services (ts) discussed that it is unknown how much longer the device will last, no programming changes are allowed at battery capacity depleted. The patient's subclavian on the right side is occluded. It was reported that this patient underwent a successful device replacement procedure. No further complications were reported.